Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. During the incoming inspection, prior to clinical use, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).